Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
A seven month old patient was brought in for surgery for a pulmonary infundibular enlargement. The certified clinical perfusionist (ccp) on the case used a syringe to purge the line as there was trouble initially priming the unit. The ccp performed a pre-bypass ultrafiltration for 30 minutes and noted no patient management difficulties. The ccp initiated cardiopulmonary bypass (cpb) with a fraction of inspired oxygen (fio2) level of 80 percent, and when oxygenation problems were noted the level was increased to 100 percent. While at a 60 cc/minute blood flow rate, the line pressures of the unit were 150mm to 180mm range. The initial partial pressure of oxygen (po2) level was approx 63, and the ccp performed troubleshooting on the gas system. No abnormalities were found, and no alarms were noted. Forty three minutes into the procedure, the ccp decided to change out the oxygenator. The change out resulted in a 13 minute delay and approximately 40ml of blood loss. Add'l heparin was given, and the procedure proceeded normally. On (B)(4), the patient was doing well and the customer reported no injury. Terumo deems any blood loss on a pediatric or younger patient as an injury.